Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the pod was getting loose causing the cannula to dislodge from the site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose level reached 19 mmol/l (324 mg/dl). The pod was worn between 25 and 36 hours on the back. It was noted that the pod was getting loose causing the cannula to dislodge from the site. Hyperglycemia treated with a new pod.